Manufacturer narrative:
Analysis of historical records the two wires tl, wire, w/stopper, 1.8mm x 400mm code 54-1215 involved in this event were discarded at hospital. Unfortunately, the lot numbers have not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: the two wires tl, wire, w/stopper, 1.8mm x 400mm code 54-1215 involved in this event were discarded at hospital and therefore it is not possible to perform the technical analysis. Medical evaluation: the information made available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluation performed: on (B)(6) 2020: this patient is diabetic and weighs 150 kg. She will be having treatment to a problem in the foot that is almost certainly due to a lack of sensation because of diabetes. Clearly the patient has a charcot ankle; the patient will have very limited awareness of how much load she is placing on the fixation system, just as when you are trying to stand on a leg that has "gone to sleep". These patients are very difficult to treat. On (B)(6) 2020: as I stated before, these patients are very difficult to treat. They may be non-compliant, or may be trying to comply but without foot sensation this is very difficult. These patients are more likely than most to get complications because of their size and co-morbidities. Final comments: a technical evaluation of the two broken wires was not possible, as they were discarded at hospital. Based on available information it is not possible to determine the root cause of the failure. Should further information become available, orthofix srl will promptly re-open the investigation on the case. Orthofix srl continues monitoring the devices on the market. Please kindly refer also to MFR report number 9680825-2020-00051 follow up 1.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital. Surgeon name: dr. (B)(6). Date of initial surgery: (B)(6) 2020; revision (B)(6) 2020. Body part to which device was applied: right foot. Surgery description: correction. Patient information: 63 year-old, female, 330 lbs, previous health condition: diabetic but stable. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: the devices were initially put on patient on (B)(6) 2020. The revision took place on (B)(6) 2020 due to the patient breaking 2 of the wires and the patient's foot shifted in the frame. The complaint report form also indicates: the device failure had adverse effects on patient. The initial surgery was completed with the device. The event did not lead to a delay in the duration of the surgical time. An additional surgery was required: (B)(6) 2020. A medical intervention (outpatient clinic) was not required. Copies of the operative reports are not available. Copies of the x-ray images are not available. Patient current health conditions: patient is currently stable. Note and comments: regarding (B)(6) 2020 case, 5 minutes was added to the case. The wires were discarded in the sharps at the hospital. Further information received on october 9th, 2020 list of components used in the frame. The x-rays will not be made available. Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records the two wires tl, wire, w/stopper, 1.8mm x 400mm code 54-1215 involved in this event were discarded at hospital. Unfortunately, the lot numbers have not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation the two wires tl, wire, w/stopper, 1.8mm x 400mm code 54-1215 involved in this event were discarded at hospital and therefore it is not possible to perform the technical analysis. The evaluation of the event description is in progress. The information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the event investigation become available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market. Please kindly refer also to MFR report number: 9680825-2020-00051.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6). Surgeon name: (B)(6). Date of initial surgery: (B)(6) 2020; revision (B)(6) 2020. Body part to which device was applied: right foot. Surgery description: correction patient information: (B)(6), female, (B)(6), previous health condition: diabetic but stable problem observed during: into treatment/post-operative type of problem: device functional problem. Event description: the devices were initially put on patient on (B)(6) 2020. The revision took place on (B)(6) 2020 due to the patient breaking 2 of the wires and the patient's foot shifted in the frame. The complaint report form also indicates: the device failure had adverse effects on patient the initial surgery was completed with the device the event did not lead to a delay in the duration of the surgical time an additional surgery was required: (B)(6) 2020. A medical intervention (outpatient clinic) was not required. Copies of the operative reports are not available. Copies of the x-ray images are not available. Patient current health conditions: patient is currently stable. Note and comments: regarding (B)(6) 2020 case, 5 minutes was added to the case. The wires were discarded in the sharps at the hospital. (B)(4).